Event description:
A physician reported that, following the cataract surgery with intraocular lens implant procedure, a transparent fiber was found attached to the lens, which looked like a scratch.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been one other complaint reported in the lot. The manufacturer internal reference number is: (B)(4).